Event description:
It was reported that a viaflo port would easily reopen. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a companion sample for evaluation. Visual inspection was performed and showed that the device was found to securely lock onto the injection site. There was no difficulty to lock or any unintended opening of the cap observed during the sample evaluation. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.